Event description:
Medtronic received information via literature regarding an (B)(6)-year-old male patient with a history of two bypass operations, renal failure, arterial hypertension, diabetes mellitus, carotid artery stenosis and normocytic normochromic anemia, who underwent the implant of a medtronic 34mm evolutr transcatheter aortic valve (tav). Unique device identifier numbers were not provided. Post implant, mild paravalvular leak (pvl) and mild aortic regurgitation were noted. An electrocardiogram (ECG) indicated complete heart block (chb). Subsequently, a permanent pacemaker was implanted. Approximately seven months post implant, a computed tomography (CT) indicated a type a aortic dissection starting at the edge of the tav extending to the innominate artery. Intervention was not performed due to the high risk of re-operation. Approximately eleven months post implant an endovascular repair was performed and a septal occluder was successfully placed at the primary tear. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: brinkmann, c., koeppel, t., schofer, j. Endovascular entry closure of a late type a aortic dissection after implantation of a self-expanding transcatheter heart valve (evolut r): a case report, european heart journal - case reports, volume 5, issue 9, september 2021, ytab343, https://doi.org/10.1093/ehjcr/ytab343. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.